Event description:
It was reported that during an in clinic follow up this device was interrogated, and a warning screen was displayed on the programmer that the device was in safety mode. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during an in clinic follow up this device was interrogated, and a warning screen was displayed on the programmer that the device was in safety mode. The patient was scheduled for a device replacement, but this has not yet been confirmed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that during an in clinic follow up this device was interrogated, and a warning screen was displayed on the programmer that the device was in safety mode. The patient was scheduled for a device replacement, but this has not yet been confirmed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This crt-p was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that during an in clinic follow up this device was interrogated, and a warning screen was displayed on the programmer that the device was in safety mode. The device was explanted and was expected to be returned. No adverse patient effects were reported.